Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received beep anomaly. The customer¿s blood glucose level was unknown. Customer also reported that they beep will be stop but it will be beep again with no message on screen. Customer troubleshoot was performed. Customer was advised to monitor the insulin pump and call if issue reoccurred. The insulin pump will not be returned for analysis.